Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported, for right side "inflammation. Pain and increase of the size".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right prosthesis presents a considerable amount of liquid in the space between cover and capsule in all its convexity," "suggestive of extravasation due to intracapsular rupture," "radial folds," and "cysts." Physician also reported a non-device related event of ¿lobulated nodular image in the right breast, probable fibroadenoma¿. The device remains implanted.